Manufacturer narrative:
The product analysis indicates one opened sample of part number 1884068hs is from lot number 0213934056. The inner shaft broke 0.63¿ from the distal face of the inner hub which would have resulted in the reported malfunction. The break point corresponds to the proximal end of the outer tube in the front hub. There was no sign of a concentricity issue between the hub and inner shaft. There was deformation of the locking area on the front hub and striations around the outside diameter of the break point indicating metal on metal contact. There was gouging of the shaft just behind the cutting tip which is a sign of aggressive use. The information indicates excess pressure was applied during use which caused the deformation of the locking area; which then caused the inner shaft and outer tube to rub together until the inner shaft broke. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece.

Event description:
The customer reported that approximately 10 minutes into a fess (functional endoscopic sinus surgery), the blade broke. The doctor used a replacement blade to complete the surgery. There was no injury reported as a result of this event. It was the initial use of the blade. There was no fragment left in the surgical field. The surgery was delayed for approximately three minutes.